Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. This was a single dose red blood cell collected concurrent with platelets and plasma. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: signals in the run data file do not indicate a conclusive cause for the greater than expected rwbc content in the auto rbc product reported for this collection. No unusual process variable was identified in the run data file and the trima accel system operated as intended. Based on the available information it is possible that this leukoreduction failure could be donor related. It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected rwbc content in the auto rbc product.